Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had stored episodes of atrial noise causing atrial noise reversions. The noise was intermittent and of large magnitude. A follow-up was plan- ned.